Event description:
While troubleshooting a shorted solenoid the field service engineer (fse) found the unicel dxh 800 cellular analysis system was failing backgrounds for white blood cells (wbc). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/22/2015. The fse found that the wbc backgrounds were failing. The fse replaced the wbc bath, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4).